Event description:
During laparoscopic appendectomy, the sterile ligasure disposable handpiece was implanted to dissect the appendix from the patient. When handle was squeezed device failed requiring another sterile ligasure disposable handpiece device to be obtained extending time of anesthesia to patient. Second device opened and inserted into field with failure when handle was squeezed requiring third instrument to be obtained and opened in surgical field extending patient's exposure to anesthesia. Third device worked appropriately resulting in completion of procedure and patient moving to post-anesthesia care unit without harm noted.